Event description:
Impedance of less than 200 oms was reported via the hmsc. Some noise can be seen very intermittently on a periodic iegm from may 2022. A full lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.